Event description:
Rn came into room to give pt medications. Pt complaining of sudden sharp pain at foley insertion site. After assessing pt, rn found foley next to pt with balloon not intact. Pain medication given to pt and physician notified. Pt is a 29 yo female admitted on (B)(6) 2025 as a trauma alert s/p (status post) being struck by a vehicle while on a moped. This is reported as the third temp sensing foley balloon that has ruptured in a patient receiving gentamycin irrigation. See notes for additional information regarding compatibility between foley and gentamycin solution. Confirmed that gentamycin irrigation solution is prepared in luer-lock syringe and placed through the port located at the top of the drainage tubing. Severity of event reached patient, no harm/no detectable harm. Reference report mw5169606, mw5169607.